Manufacturer narrative:
The manufacturing was unsuccessful in several attempts to have the device returned for investigation. Patient has stated that she was not harmed. Device is not life sustaining/supporting. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an inspiration elite compressor had no output. The patient alleges that they had to go to the emergency room because they suffered from an asthma attack due to the failure of the device. Patient has confirmed there was no permanent harm or injury. (B)(4).